Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of transmission revealed that the patient's pacemaker exhibited far r oversensing causing an inappropriate automated mode switch (ams) episodes due to ventricular undersensing. Programming changes were made to resolve the oversensing and the patient was in stable condition.